Event description:
It was reported on (b)(6) 2026 that the patient¿s infusion sets accidentally pulled it out when she took off her pants.

Manufacturer narrative:
MDR 3003442380-2026-63306 / Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number. Reporting Site: 8021545. Manufacturing Site: 3003442380.